Manufacturer narrative:
The investigation confirmed that a non-reproducible and higher than expected vitros trop I es result was obtained from a single patient sample processed on the vitros 5600 system. Service actions were performed to optimize system performance; however, pre-service within run precision testing performed to verify instrument performance was within acceptance criteria. Historical vitros tropi es quality control results revealed no performance issues. Therefore, there is no indication that a reagent or instrument issue contributed to the event. The investigation confirmed that the sample was not processed in accordance with the sample collection device manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed as a contributing factor. A definitive root cause for the event could not be determined.

Event description:
The customer obtained a non-reproducible and higher than expected vitros tropi es result from a single patient sample processed on a vitros 5600 integrated system. Vitros troponin I es result of 0.288 ng/ml vs. Result of <0.012 ng/ml. The higher than expected vitros tropi es result of 0.288 ng/ml was reported outside of the laboratory, however; no treatment was given, changed, or withheld based on the reported result. A corrected report was issued and there was no allegation of patient harm as a result of this event. Biased results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There are no allegations of patient harm as a result of this event. (B)(4).